Event description:
It was initially reported that the physician was having trouble turning his handheld on even after charging for a long time. The handheld light was orange while plugged in. A hard reset was attempted but it did not resolve the issue. Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected in the serial cord adaptor or ac cord, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the handheld and lead were returned to the manufacturer for evaluation. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The handheld was returned without the serial cord adaptor or ac cord. Follow-up with the physician's office indicated that their new handheld was functioning with not issues. They did not know where the cords were or of they were working. If they find them they will contact the manufacturer so that they can be returned for evaluation.